Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesions were located in the femoral (target lesion 1) and popliteal (target lesion 2) arteries. Target lesion 1 was de novo and was located in a vessel that was non-tortuous with mild calcification and had a reference diameter was 6.0mm. This target lesion was concentric and tight with a length of 10mm and 90% stenosis. Target lesion 2 was de novo and was located in a vessel that was non-tortuous with mild calcification and had a reference diameter of 5.0mm. This target lesion was concentric and tight with a length of 20mm and 95% stenosis. Post-procedure there was 0% stenosis for target lesion 1 and for target lesion 2. The patient had a follow up visit in (B) (6) of 2005. No additional interventions had been performed on any vessel since the index intervention. The target lesion (1, 2 or both was not specified) was reported as patent. However, surgery, an amputation, below the knee had been performed (date not provided). No additional information was provided.

Manufacturer narrative:
Date of event - unknown, year 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis